Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06293. It was reported the pt experienced heating at the ipg site while charing. The pt also reported the implant site warms up and sweats when the stimulation is on. A new low energy charger was sent to the pt to address the heating while charging issue and the pt was advised to consult with her physician to examine the warming and swearing issue. The pt is pending follow up with an sjm representative. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.